Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to use error. Surgeon implanted screw to close to another screw.

Event description:
It has been reported that during a distal femoral epiphsiodesis procedure, a cannulated screw came into contact with a previously placed screw. The threads sheared off of the mid-section of the screw and remain in the patients bone. The screw was removed and a new screw placed. No adverse events have been reported as a result of the malfunction.